Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reports that during the operating test, the energy selector test fails. There was no patient involvement.

Manufacturer narrative:
Updated grids.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ monitor/defibrillator indicating that the device failed the energy selection test prior to use. The alleged malfunction occured outside of clinical use. No patient or user harm was reported. Remote support was provided, finding that during the controls test run by the customer the energy selector values were inconsistent. The rse inferred that the therapy knob was malfunctioning and recommended the customer replace the therapy knob assembly. The device was removed from service on the recommendation of the rse based on evidence of a critical device failure. The device was not available for additional investigation. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file (rmf) was performed and while no patient or user harm was reported in this case, the rmf indicates that clinical reoccurrence of this failure mode could cause or contribute to a serious injury or death. Therefore, this complaint is considered a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device. The customer was provided with the part number and an order was placed, however no additional repair information was furnished. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.